Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the returned device identified that the balloon had been inflated. The investigator attached the device to an encore inflation unit and filled the balloon with liquid to facilitate an inspection of the blades. The balloon of the device was visually examined, and no issues were noted. A visual examination identified that one of the blades was completely separated from its pad. The detached blade was returned for analysis entire blade was present and accounted for. The entire blade pad remained fully bonded to the balloon material. The damage identified is consistent with excessive force being applied when resistance is encountered during the withdrawal of the device through the sheath. All other blades were intact and fully bonded to the balloon material. No issues were noted with the tip of the device. A visual examination found no issue with the markerbands. A visual and tactile examination identified no kinks or damage to the shaft of the returned device.

Event description:
It was reported that a device detachment occurred. The 50% stenosed target lesion was located in the mildly tortuous and calcified left forearm vein. A 6.00mm/ 2.0cm/ 50cm peripheral cutting balloon was selected for use. The device was used for the procedure; however, during removal, it was noted that the device folded at the sheath part and the blade interacted with the sheath. The device was removed together with the sheath, and the blade became detached outside of the body. There were no patient complications reported.

Event description:
It was reported that a device detachment occurred. The 50% stenosed target lesion was located in the mildly tortuous and calcified left forearm vein. A 6.00mm/ 2.0cm/ 50cm peripheral cutting balloon was selected for use. The device was used for the procedure; however, during removal, it was noted that the device folded at the sheath part and the blade interacted with the sheath. The device was removed together with the sheath, and the blade became detached outside of the body. There were no patient complications reported.